Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited vertical pink lines on the image. There was no patient involvement.